Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant results on multiple assays were obtained on a dimension vista 500 instrument. Quality controls recovered within acceptable ranges on the day of the event. When the customer ran a correlation study between this instrument and an alternate dimension vista instrument, the results recovered unacceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse removed, inspected and cleaned the sample 1 (s1), reagent 1 (r1), and reagent 2 (r2) probes. The cse replaced the aliquot probe and completed auto-alignment. Then, the cse lubricated transfer arms and completed photometer auto-alignment. Next, the cse primed system and ran full probe test and server one service methods tests, which recovered within specifications. Quality controls (qc) were recovered within acceptable ranges after the service. The cause of the discordant results was unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that discordant results on multiple assays were obtained on a dimension vista 500 instrument. The customer indicated that a critically low result was obtained on the instrument, followed by a critically elevated result. The customer was unable to specify the assays impacted and would not identify sids nor provide any further information. The customer ran quality controls and a correlation study using 3 patient samples after obtaining the discordant results between this instrument and another dimension vista instrument and observed differences in results. There are no known reports of patient intervention or adverse health consequences due to the discordant results.